Manufacturer narrative:
H10: h2: additional information: a1, a2, b5, b7, e1 and h6.

Event description:
It was reported that during an arthroscopy, three (3) twinfix ultra ha anchors broke. The procedure was completed using a competitor device in a new drilled bone hole, a void was left in the patient. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: two of the reported devices were received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. Device 1 was returned with the proximal end of the anchor in place. The suture strings were not returned. The distal 2/3 of the anchor is fractured away from the proximal end of the suture window and was not returned. The prongs at the distal end of the insertion shaft are deformed. Device 2 was returned with the anchor and suture strings in place. The anchor is fractured just below the proximal end of the suture window. One of the prongs at the distal end of the insertion shaft is broken off the other is deformed. There is biological debris on the returned items. A material assessment, based on the condition of the product material observed during the visual inspection, determined that additional material testing was not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, three twinfix ultra ha anchors broke. The procedure was completed using a competitor device. It is unknown if there was a delay. No further complications were reported.